Event description:
The customer's mother reported via phone call that the insulin pump was not delivering insulin. Customer's mother stated that they had performed five set changes and the no delivery alarms were occurring during basal and bolus. Blood glucose level at the time of the incident was over 500 mg/dl. The customer's mother reported treating the high blood glucose level with a manual injection. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.